Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 434 mg/dl. The customer stated that she was trying to prime and received a compromised force sensor system alarm. The customer stated that she may not have gotten insulin when she hooked herself up to the pump. The customer stated that she tried to use a pen to show numbers, but kept receiving the compromised force sensor system alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump was received with minor scratches on display window, cracked case on display window corner, broken battery tube threads, broken reservoir tube lip and cracked lcd window.